Event description:
As reported by the pt, who is also a nurse, 3 cypher stents were implanted in the mid-lad. She also previously had a guidant stent implanted in the distal apex of the lad, prior to the cypher stents. A subsequent cardiac catheterization was conducted which showed a "thrombus at the tip of the stent". This required an unscheduled hospitalization to remove thrombus, and 3 additional cypher stents were implanted in her lad.

Manufacturer narrative:
Please note that this device is not available for testing and evaluation. Additional information has been requested and will be submitted within 30 days upon receipt. This is one of three devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2008-00081, 3003742446-2008-00082 and 3003742446-2008-00083.